Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The sales representative exchanged the breathing system with one from a machine not being used and it passed the test. The unit is now working.

Event description:
The hospital reported that the breathing circuit could not pressurized. There was no reported patient impact.